Event description:
The customer contact reported inaccurate delivery. The pump was returned to the purchasing department with a note that stated, "does not infuse IV fluid correctly." No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delay of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.3 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 2 ml (+/- 10%). A calibrated tubing set was used for testing per the device release specifications. Based on the data verified, hospira could not attribute the issue to the device. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 135 ml/hr with a volume to be infused (vtbi) of 712 ml and the secondary line displayed a programmed rate on 135 ml/hr with a vtbi of 36.1 ml. The technology of the acclaim encore pump list # 12237 does not contain a pump history that provides past programming settings. This report represents all the info known by the reporter upon query by hospira personnel.